Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076-58 lead implanted (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Event description:
It was reported that the right ventricular tachy lead had low r waves and t wave oversensing was occurring. The pace/sense portion of the lead was capped and replaced, and the high voltage portion remained in use. Subsequently, the pace/sense lead impedance was noted to have steadily increased since implant to 1100 ohms, the impedance was high and a possible fracture was noted. The physician used the lead analyzer to check the sensing on the tachy lead, however the r waves were still low. Both leads were capped and replaced. No patient complications have been reported as a result of this event.